Manufacturer narrative:
User manuals very clear on instructions to keep children clear away from the product, warnings are also explained to user at installation and during product demonstration along with guidance on all aspects of the user manual instructions. User stated during incident report that her grandchildren frequently use the device to play and slide down, this is the first time injury has occurred in 5 years since the purchase and installation of the product. User does not have regular maintenance as per manufacturers instructions completed annually.

Event description:
User's great grandchild used the product as a slide to play on and whilst sliding down stairway on the guide rail this action resulted in lacerations/cuts to his bottom.